Event description:
During a transfemoral tavr procedure, the 26mm sapien xt valve was deployed canted and too ventricular. There was severe central aortic insufficiency and while tracking the second valve for deployment, the first valve migrated to the left ventricle. The procedure was converted to surgical aortic valve replacement. Per report, the first valve was initially positioned at about 40:60 [aortic/ventricular]. During deployment, the physician tried to pull the valve more aortic. The valve did not move but instead canted itself a little towards the left coronary cusp. When this happened, the valve looked a little low towards the ventricle [10:90 aortic/ventricular] but appeared to be stable. Initially, tee showed no leak. When the wire was pulled and an angiogram was taken, there was severe leak. Tee showed that a native leaflet was holding open the xt valve leaflet. It was then decided to place a second valve to address the issue. The valve was prepared and while the physician was going up with the wire, he noticed the first valve had migrated to the left ventricle. It was then decided to convert to open procedure. The patient was placed on bypass and successfully received a surgical valve. The procedure went well and, at the time of the report, the patient was recovering in ICU. There was no native annular/aortic root calcification. Native leaflet calcification was mild. Coaxial alignment of the delivery system and the valve was described as fair. Image intensifier angle was good. Ventilation was held during valve deployment and there was no loss of pacing capture.

Manufacturer narrative:
(B)(4). Per the instructions for use (IFU), ventricular malposition with central regurgitation is a known potential complication associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to ventricular malposition, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve/delivery system, a narrow, calcified sinotubular junction, minimally calcified aortic leaflets, and loss of pacing capture. Per the instructions for use, device migration requiring intervention is a potential adverse event associated with transcatheter aortic valve replacement. According to literature review, valve migration results when forces acting on the transcatheter heart valve (thv) overcome the strength of attachment of the valve to the aortic wall. Stent valves are subjected to antegrade ejection forces during systole. Less-than-severe and non-uniformly distributed calcification of the native leaflets, and incorrect bioprosthetic valve sizing, can contribute to valve migration. Additionally, residual overhanging leaflets can exert downwards force during diastole, causing migration of the thv towards the left ventricle. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for ventricular malposition (i.e. Small, calcified stj, minimal leaflet calcification), bav may provide indication of potential balloon movement during valve deployment an edwards technical summary was created to document the results of testing performed by edwards to study low sapien thv deployment with resulting aortic regurgitation. This clinical event was investigated by examining clinical imaging video which led to an identification of native leaflet overhang over the thv implant. This condition was simulated on the bench to examine the variables that would prevent one or more leaflets from closing during diastole. Based on the analysis of the video and subsequent in vitro testing, it is evident that low placement can lead to native leaflet overhang. However, the overhanging leaflet must be fairly mobile (not heavily calcified) and the position of the overhang relative to the leaflet and commissures may also be important in causing regurgitation. This may explain why low placement can occur without regurgitation. In this case, patient and procedural factors [placement of the valve in a non-calcified annulus , and movement of the delivery system by the operator during valve deployment] appears to have contributed to the malposition of the valve, native leaflet overhang resulting in central aortic insufficiency and ventricular migration. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.